Event description:
Adverse event(s): "overcorrection" (overcorrection); "decrease in bcva" (vision, impaired). Product problem(s): "none reported" (no information). An ophthalmic technician reports a patient is overcorrected in the left eye following refractive surgery. The surgeon's target for this patient was -.75 sphere and at 1 month post-op, the patient's manifest refraction was -.25 -.25 x 5. Bcva had decreased 1 line.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).